Manufacturer narrative:
This report is related to 2124215-2022-40205.

Event description:
It was reported that during a transurethral lithotripsy two fibers could not fire after 5 or 6 times of use. It was indicated that the fibers had 30 hertz and 0.8 joules expended at the time of the experience. Although it was previously reported that the fibers were broken, it was confirmed that there was no physical damage to the fibers used. A different device was used to complete the procedure and there were no patient complications reported. Fiber 1 of 2.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this slimline sis 200 fiber was thoroughly analyzed. It was identified that the tip of the fiber was cracked. Visual inspection of the fiber body did not exhibit any breaks and the connector did not present any damage or burn marks. Functional testing of the fiber was performed by connecting it to a vp20 system. It was observed that the aiming beam exiting from the tip was distorted. Based on the information available and analysis results, the reported event of the fiber not firing was confirmed. Product analysis identified anomalies that are likely related to procedural conditions and usage of the fiber that could contribute to the heavy tip degradation. Laser fibers are intended to degrade with use. However, heavy usage of the fiber may lead to reduced or inefficient energy. This report is related to 2124215-2022-40205.

Event description:
It was reported that during a transurethral lithotripsy two fibers could not fire after 5 or 6 times of use. It was indicated that the fibers had 30 hertz and 0.8 joules expended at the time of the experience. A different device was used to complete the procedure and there were no patient complications reported. Although it was previously reported that the facility had indicated there was no physical damage to the fibers used, upon laboratory analysis, it was identified that this fiber presented a fiber tip anomaly consistent with a break. Fiber 1 of 2.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this slimline sis 200 fiber was thoroughly analyzed. It was identified that the tip of the fiber was cracked. Visual inspection of the fiber body did not exhibit any breaks and the connector did not present any damage or burn marks. Functional testing of the fiber was performed by connecting it to a vp20 system. It was observed that the aiming beam exiting from the tip was distorted. Based on the information available and analysis results, the reported event of the fiber not firing was confirmed. Product analysis identified anomalies that are likely related to procedural conditions and usage of the fiber that could contribute to the heavy tip degradation. Laser fibers are intended to degrade with use. However, heavy usage of the fiber may lead to reduced or inefficient energy. This report is related to 2124215-2022-40205.

Event description:
It was reported that during a transurethral lithotripsy two fibers could not fire after 5 or 6 times of use. It was indicated that the fibers had 30 hertz and 0.8 joules expended at the time of the experience. A different device was used to complete the procedure and there were no patient complications reported. Although it was previously reported that the facility had indicated there was no physical damage to the fibers used, upon laboratory analysis, it was identified that this fiber presented a fiber tip anomaly consistent with a break. Fiber 1 of 2.

Event description:
It was reported that during a transurethral lithotripsy two fibers broke after 5 or 6 times of use. It was indicated that the fibers had 30 hertz and 0.8 joules expended at the time of the break. The fibers broke outside the body and there were no fragments that fell inside the patient. A different device was used to complete the procedure and there were no patient complications reported.

Event description:
It was reported that during a transurethral lithotripsy two fibers could not fire after 5 or 6 times of use. It was indicated that the fibers had 30 hertz and 0.8 joules expended at the time of the experience. A different device was used to complete the procedure and there were no patient complications reported. Although it was previously reported that the facility had indicated there was no physical damage to the fibers used, upon laboratory analysis, it was identified that this fiber presented a fiber tip anomaly consistent with a break.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone. Upon receipt at our post market quality assurance laboratory, this slimline sis 200 fiber was thoroughly analyzed. It was identified that the tip of the fiber was cracked. Visual inspection of the fiber body did not exhibit any breaks and the connector did not present any damage or burn marks. Functional testing of the fiber was performed by connecting it to a vp20 system. It was observed that the aiming beam exiting from the tip was distorted. Based on the information available and analysis results, the reported event of the fiber not firing was confirmed. Product analysis identified anomalies that are likely related to procedural conditions and usage of the fiber that could contribute to the heavy tip degradation. Laser fibers are intended to degrade with use. However, heavy usage of the fiber may lead to reduced or inefficient energy. This report is related to 2124215-2022-40205.